Event description:
It was reported that the customer was still having no delivery alarms on the insulin pump that was sent to him. Customer's blood glucose level was 368 mg/dl. Customer does not want to troubleshoot the pump. Customer thinks it will be best if he gets a different pump instead. Customer will be sent a different pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.